Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprosthesis. Prior to the implantation of the tag devices, an axillary-axillary bypass was performed. The patient's distal aortic neck was 10mm. The preoperative aneurysm diameter was 60mm. On (B)(6) 2009, computed tomography imaging prior to discharge showed a distal type 1 endoleak. The aneurysm diameter was 60mm. On (B)(6) 2009, at three-month follow up, computed tomography showed the distal type I endoleak remained. The aneurysm diameter was unchanged; at 60mm. On (B)(6) 2009, two gore tag thoracic endoprostheses were implanted to treat the distal type 1 endoleak. On (B)(6) 2009, during 6-month follow up, computed tomography showed no endoleak. On (B)(6) 2010, one-year follow up computed tomography showed no endoleak and regression of the aneurysm to 48mm.